Event description:
Customer reported via phone call that the insulin pump did not stay on. Customer mentioned receiving a failed battery test alarm on the insulin pump. Customer declined to do any further troubleshooting. Advised customer the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No battery out limit or failed battery test alarms noted during our testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.